Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Reported: leak at port site from an ap lap-band system, size not specified. F/u findings: "lap-band ap large inserted [date]. Initially good result but last 6 months suspected leak as inflation failed to achieve satiety, unable to aspirate same amount of saline as previously injected. Exploration of injection port [date]. When methylene blue injected into port > leakage from base of injection port [picture taken by (allergan rep)]. Injection port replaced."